Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The event date is unknown. The explant date is estimated to be (B)(6) 2018. The patient's weight was unable to be obtained. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient had been receiving ineffective stimulation. In turn, the patient decided to have their ipg explanted and replaced (with a competitor's device) to address the issue.